Event description:
It was reported that a patient, (B)(6) year old, male, underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. It was noted that this patient had a medical history of biventricular pacemaker, implantable cardioverter defibrillator, with an ejection fraction of less than 30%0. In addition, the patient had a thick intra-atrial septum, which made it difficult to perform the transseptal puncture, which that may have contributed to this event. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram (ice). A pericardiocentesis was performed and 500cc of fluid was removed from the patient. Additional information was received on the event. A transseptal puncture was performed with a st. Jude brk-1 transseptal needle. The physician was unsure when the event occurred as the perfusion was discovered at the end of the case during the last ice survey. The last ablation occurred in the right atrium on the tricuspid isthmus. All biosense webster (bwi) products (smart touch catheter, soundstar and pentaray) were in the right atrium when the effusion was discovered. The overall ablation time was approximately 60 minutes for the entire case. The last ablation cycle was at 35 watts on power control mode for duration of less than 60 seconds. The stockert was in the standard factor protocol for power control mode setting for the thermocool ablation catheter during the entire procedure. The pump was set at 30 ml/min. Anticoagulation was performed throughout the procedure and was within in the 250s range at the time of the pericardiocentesis. After the pericardiocentesis, the patient was sent to the ICU for observation for an unknown amount of time.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 and serial# (B)(4)); stockert 70 system (model# m-5463-01 serial# (B)(4)); cool flow pump (model# unknown serial# unknown); pentaray catheter (model# d-1282-08-s lot# 17176207l); soundstar catheter (model# m-5723-12 lot# s1418736). (B)(4). Event description continuation: the patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion on the cause of this adverse event is that the transseptal procedure may have caused a small perforation, leading to the effusion. However, since it is unknown when exactly the event occurred and bwi products were in the patient when the effusion was discovered, in taking a conservative approach this event is being reported by bwi.